Event description:
Enfit stopcock defective. When going to flush the tube, before uncapping one of the ports a crack noticed where the luer lock is. Another port used which ended up breaking. Also, attempted to remove the enfit adapter and had to use clamps to undo the piece. Ended up replacing the entire stopcock.